Manufacturer narrative:
Standard disclaimer on file.

Event description:
A male non-compliant insulin diabetic was seen in the ER. Nurse tested pt and received "l error" and "user error" messages on the device. The nurse assumed this meant that the blood glucose level was low and treated with glucose, prior to receipt of lab results. Lab results from serum samples drawn prior to treatment was 1200 mg/dl, after treatment was 1600 mg/dl. The lab subsequently tested edta sample (prior to treatment) on the device the rn had used and got "hi" message. Controls run on the meter that day were within range. Pt was admitted to the hosp.